Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 60 mg/dl. The customer was treated with jelly can crackers. Customer's blood glucose went to 300 mg/dl and over corrected and went down to 42 mg/dl. Customer declined to troubleshoot because she has gone through process before.